Event description:
It was reported that during the implant of this 29mm aortic bioprosthetic valve, the intraoperative course was complicated by bleeding and ¿severe¿ hypertension. The hemoglobin measured 7.8 which required transfusion support of 1 unit of packed red blood cells, 2 units of fresh frozen plasma, and 5 units of platelets. The bleeding prolonged hospitalization but resolved the same date as onset. Intravenous medication was administered for the hypertension. The hypertension resolved upon the arrival to the cardiovascular intensive care unit (cvicu). Three days following the 29mm aortic bioprosthetic valve implant, acute kidney injury was identified. The creatinine peaked on this date with a measurement of 2.2. As reported, the aki was likely related to an episode of hypotension. The blood pressure improved with intravenous albumin administration. Additionally on this date, brief episodes of atrial fibrillation occurred. Boluses of an anti-arrhythmic were delivered intravenously along with electrolyte supplementation. The aki and atrial fibrillation were resolved on the same onset date. Six days following the implant of the surgical valve, while the patient was seated in a c hair a witnessed cough-induced syncopal episode occurred. Following several coughs, the patient became briefly unresponsive with the eyes rolling back, and the body became limp for approximately 45 seconds. Spontaneous consciousness occurred without recollection of the event. The vital signs remained stable. The neurological assessment was intact and there no were noted events on telemetry noted. As reported, there were 4 cough-induced syncopal episode during the admission. Continuous pulse oximetry was initiated and the patient was under close monitoring. These episodes were considered resolved 11 days following the valve implant. Eight days following the implant of the surgical valve a ¿large¿ pericardial effusion was identified on a tte with exaggerated respiratory variation of the tricuspid valve inflow. This was reported as concerning for possible cardiac tamponade. The last reported cough-induced syncopal episode occurred the day prior. The patient remained hemodynamically stable on room air. Cardiology was consulted; an urgent pericardial window drain was performed the following day. Additionally, during this intraoperative procedure, a left pleural effusion was identified. A left pleural pigtail placement was placed. This left pigtail drain was removed 3 days later. A chest x-ray showed the pleural effusion resolved. The pericardial effusion resolved the day of the pericardial drain. The pericardial effusion and pleural effusion had prolonged the hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.